Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t wave oversensing resulting in inappropriate shocks and wide varying morphologies. Therapy had been turned off, and this patient was to come into the clinic for stress testing however they canceled their appointment and are requesting that this s-ICD system be removed. It was mentioned it is possible this patient will receive a transvenous device system however no further details are known at this time. Currently, this electrode remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t wave oversensing resulting in inappropriate shocks and wide varying morphologies. Therapy had been turned off, and this patient was to come into the clinic for stress testing however they canceled their appointment and are requesting that this s-ICD system be removed. It was mentioned it is possible this patient will receive a transvenous device system however no further details are known at this time. Currently, this electrode remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on complaint information the relation of the plots with the complaint is inconclusive. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.